Event description:
The pt extubated herself and was placed on 100% oxygen which maintained her oxygen saturation in the low 80's, but her respiration rate was 60-90. A manual resuscitator was obtained, but allegedly could not be used due to a missing face mask. A second resuscitator was obtained which was also allegedly missing the mask. A third resuscitator was obtained and the pt's oxygen saturation was 72% when resuscitation began. The pt did not experience any lasting compromise due to this event.